Event description:
Pump sensor reported to not work properly. The alarm on the pump kept going off. The pt's shoulder extravasated before changing tubing. Surgeon decided to abort case because of fluid extravasation. Case will be re-scheduled. No pt injury reported due to event. This device is used for treatment.